Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed that when the strain relief, at the baton's handle, was wiggled, the image went black. The device could not be repaired. The baton was replaced and the returned baton was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, intermittently, the video cut in and out when the video cable was adjusted close to the baton. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.